Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. -did a needle break, or did the needle separate from the thread? The needle separate from the thread. -do you have any photos available for visual analysis? No photos. -could you confirm that the two complaints ((B)(4)) correspond to the reported events? Yes. -could you provide the account name details? Fundacion oftalmologica de santander. The needle remained in the needle holder

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. As the stitch passed through the skin, the needle came loose from the thread. Surgery was delayed by 2 minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? -did a needle break, or did the needle separate from the thread? -do you have any photos available for visual analysis? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.